Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Later, healthcare professional reported "the implant rupture during storage before surgery". Which is not device related. The device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.